Event description:
The customer originally reported that the device blade would not advance or retract. The surgeon opened another instrument in order to complete the cystectomy procedure. There was no patient injury reported. The device was returned for evaluation with the knife blade exposed. Additional questions have been asked to the customer regarding the device and incident.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.